Event description:
It was reported that the t:slim x2 pump battery would not charge, even after attempting various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.